Manufacturer narrative:
One fluid warming level 1 hotline low flow systems pump was returned for analysis. Visual inspection performed, and product found with corroded drain fitting, appears to have hot glue around it to stop a leak, power switch bracket is screwed on incorrectly, minor wear and tear on the enclosure and line cord. Functional testing was performed by filling water tank, plug in line cord, and switching pump power on. The customer's reported problem was confirmed. According to the investigation, the damage to enclosure caused the leak and all the wires including the thermistor was disconnected and not in its place. According to the investigation, no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during an or case a smiths medical level 1® hotline® low flow system was observed to be leaking with dripping lines. There were no reported adverse effects.